Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / displacement of the essure') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal surgery salpingectomy (unilateral) and rollerball endometrial ablation). At the time of the report, the device dislocation, heavy menstrual bleeding, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: operative hysteroscopy, left salpingectomy and rollerball endometrial ablation on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: right occlusion only. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received: reporter added. Surgery endometrial ablation added to event heavy menstrual bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / displacement of the essure') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal surgery salpingectomy (unilateral) and rollerball endometrial ablation). At the time of the report, the device dislocation, heavy menstrual bleeding, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: operative hysteroscopy, left salpingectomy and rollerball endometrial ablation on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: right occlusion only. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (removal surgery salpingectomy (unilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: right occlusion only. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos deleted and new events migration, pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding) added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.